Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly in the failure analysis center. The cause of the reported failure was due to a failure of the single board computer assembly, which is located on the system pcb. It was observed that a capacitor was broken off of the sbc assembly.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation by physio-control, it was observed that the device was unable to charge and deliver defibrillation energy.there was no patient use associated with the reported failure.